Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, and serial # (B)(6). Problem statement: customer reported complaint on waste without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to the above issue on waste leakage not contained within the instrument. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #(B)(4) serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a closed pinch valve tube. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The fse (field service engineer) observed the issue and replaced the pinch valve tubing. They then ran multiple sit flushes to confirm that the instrument was no longer dripping, and ran pqc and abort count tests to verify the instrument was working as intended. No parts were requested for evaluation as tubing is not from stock inventory and the replaced tubing was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal. Additionally, while patient samples were using during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: sip dripping for both. Problem description: per fse (B)(4), open up call for issue - sip dripping for both. Work performed: replaced pinch valve tubing. Ran multiple sit flushes. Ran pqc and abort counts. Cause: pinch valve tubing for the sip waste line was stuck pinched stuck, causing waste from sip flushes to drip out of the sip. Solution: no more drips. Instrument has passed all qc. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/ no. Tfs ID: (B)(4). ID: (B)(6). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): (B)(4) sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. (B)(4). Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. (B)(4). Probability: 2. Severity: 2. Risk index: 4 . Residual risk evaluation: a . New hazards: none. Mitigation(s) sufficient yes ,no. Root cause: based on the investigation results the root cause was due to a worn pinch valve tube. Conclusion: based on the investigation results, the root cause of the customer observing the sit dripping during the sit flush was a worn pinch valve tube. The fse replaced the pinch valve tubing, ran multiple sit flushes, and ran pqc and abort count tests to ensure that the instrument was working and no longer dripping from the sit. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facslyric¿ biohazard material leaked outside the instrument. Customer was physically in contact with the waste, however there was no report of the impact. There was no impact to patient. The following information was provided by the initial reporter: it was reported that the sip is dripping. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020 the fse provided the following additional information: 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was the spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? Physical contact. Includes : clothing, skin, mucous membrane, inhalation and non-intact skin. Yes. 8. Where did the physical contact of fluid occur? Cleaning the drops from the sip that landed on the benchtop. 9. What personal protective equipment (ppe) was being used during the occurrence? Gloves and labcoats. 10. Was there any impact to patient samples due to leak? No. 11. Was customer/bd personnel harmed/injured? No. 12. What is the current medical status?

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ biohazard material leaked outside the instrument. Customer was physically in contact with the waste, however there was no report of the impact. There was no impact to patient. The following information was provided by the initial reporter: it was reported that the sip is dripping. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Additionally, on 2020-11-11 the fse provided the following additional information: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was the spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes : clothing, skin, mucous membrane, inhalation and non-intact skin. Yes. Where did the physical contact of fluid occur? Cleaning the drops from the sip that landed on the benchtop. What personal protective equipment (ppe) was being used during the occurrence? Gloves and labcoats. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. What is the current medical status?